Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported intermittency and a decrease in sound quality when using the cochlear implant system. Results of an integrity test done in 2007 showed normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes in the sound processing program was recommended. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.